Event description:
In 2008, the pt called for assistance with changing his insulin cartridge. He stated that when the insulin cartridge was inserted he set the piston rod at 315 units but only 205 units of insulin were in the insulin cartridge. Therefore, the piston rod was not at the bottom of the plunger of the insulin cartridge. He stated that his blood glucose measured "hi" on his blood glucose monitor and his legs hurt. He stated that he would bolus 12 units of insulin to lower his blood glucose. Upon follow up with the pt on the following month, the pt stated that his blood glucose had returned to normal. The pt did not require medical assistance from a healthcare professional of second party to address the issue. No product will be returned for eval.

Manufacturer narrative:
No product will be returned for eval.